Event description:
It was reported catheter break occurred. The location of the catheter issue was noted as pump connector. Hospitalization, dose adjustment and medical management were required. The patient experienced increased spasticity and sweating (diaphoresis). The location of the issue or symptom was noted as catheter track. The patient also had symptoms of withdrawal and hospital level care was needed. No diagnostic testing or troubleshooting was performed. The pump and catheter were replaced on 2014-(B)(6). The patient status at time of the report was noted as ¿alive-with injury.¿ the pump was used to deliver baclofen. Additional information received reported that there were no diagnostics done on the catheter. The catheter was 15 years old and the surgeon stated the ¿material appeared to have broken down.¿ the connector looked ¿fine¿. The pump was replaced as elective replacement indicator was nine months. It was noted that there was no issue with the pump. The patient was still in the hospital but appeared ¿better controlled¿ in terms of spasticity.

Manufacturer narrative:
Concomitant medical products: product ID 8575, lot# n108402, implanted: 2008-(B)(6), explanted: 2014-(B)(6), product type accessory, product ID 8709, serial# (B)(4), implanted: 1999-(B)(6), explanted: 2014-(B)(6), product type catheter. (B)(4).